Event description:
A report has been received by fmc na on 05/12/2010 of a suspected dialyzer reaction which occurred on (B) (6) 2006. The reporter of the event was contacted for additional info. The following info was learned: the pt was new to dialysis in 2006 and had previously used this dialyzer while inpatient. On (B) (6) 2006, during the dialysis treatment, the pt experienced chest pain, shortness of breath, rash on back, abdomen pain, nausea, vomiting, lacrimation and also shaking (not convulsions but involuntary shaking). The event occurred at 5 minutes into the dialysis. The blood was returned. The pt received a total of 50 mg of diphenhydramine IV. The pt was restarted on a different brand of dialyzer ((B) (4)) and completed the remainder of the dialysis treatment and was then discharged to home when the treatment was completed. Currently, this pt continues hemodialysis. There is no sample and the lot # is not known.